Event description:
It was reported that pt complains of pain that began one year after his surgery. Since then, he has had continuous pain in hip joint. He also is experiencing some "squeaking and popping" noise when he walks and bends down. He feels that his hip is loose and that the ball can "pop" right out.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 502-01-60g, lot # 13996301, description: trident hemispherical cluster 60mm; cat # 6021-0435, lot # 17407503, description: accolade plus tmzf hip stem #4; cat # 6565-0-136, lot # 13384502, description: alumina v40-femoral head 36mm, +0mm nk; cat # 2030-6525-1, lot # n8rmea and hptmja, description: 6.5 cancellous bone screw 25mm. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.